Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the light flickers." Alleged defect reported as detected prior to use on a patient during inspection/functional testing. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer (truphatek) for evaluation. The manufacturer reports that the handle was working properly. No lighting and flickering issue were observed, and the light was completely stable. The complaint of flickering could not be confirmed. A device history record was performed on the lot number of the sample received (160702) and no issues were found. The device was manufactured according to release specification.

Event description:
Customer complaint alleges "the light flickers." Alleged defect reported as detected prior to use on a patient during inspection/functional testing. There was no report of patient injury or consequence.